Event description:
Immediately after surgery, pt experienced more pain than expected. Pain progressed to debilitating. Pain in legs, abdomen and surgical site. It felt like an open wound inside and someone was rubbing sand paper or barbed wire in it. Pt could not sit, stand or walk and lost (B)(6). This all happened within 6 months of implant. When mesh was explanted, it was found to be embedded in the femoral artery and in surrounding veins. It was crumpled into a ball. It had to be snapped off. Eight weeks later, symptoms are slowly improving. Hospital claims they lost lot numbers. Lost job, career and all money. Spent 5 1/2 yrs trying to find out what was going on.